Event description:
Unomedical reference number (B)(4). Event occurred in new zealand. It was reported that patient faced 4 infusion set cannula crimped events on 13-jun-2024. The insertion site was at the abdomen. The infusion set had been used for 1 day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: new zealand.